Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed fault code (ua) 16 (timeout moving to take-up position), user advisory (ua) 19 (max applied load exceeded), and user advisory (ua) 22 (position set point out of range) error messages. Also, the lifeband (lot #unknown) will not retract and the customer noted it sounds like the motor is not working. No patient involvement. Please see the following related MFR report: MFR #3010617000-2022-00301 for the autopulse platform.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.